Manufacturer narrative:
No device will be returned as the customer has declined an investigation. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that versed was programmed to infuse at 3.36mg/kg/hr (282.2 ml/hr) however there was an override associated with the dose exceeding the soft max continuous dose of 0.5 mg/kg/hr, and the fluid infused faster than expected. There was no report of patient harm. The customer suspected that the user may have programmed a different medication by mistake and has since declined an investigation.